Event description:
The single use ligating device poly loop didn't detach properly, but after several manipulations it was able to be released. The issue occurred during a therapeutic coloscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation therefore, the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, a definitive root cause of the reported issue could not be determined. Therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.